Event description:
The plastic locking clip broke on the inserter.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the complaint states the plastic locking clip broke on the inserter. No sample was returned in order to confirm this failure mode. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) ((B)(4)) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. This product was manufactured to the revised design however no further action is identified at this current time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.